Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio monitor #1: 1.3, inratio monitor #2: 1.5, lab: 3.4, time between tests: within 10 minutes, therapeutic range: 2.0-3.0. Customer performed inratio testing within 30 minutes of patient having kidney dialysis. Customer states the patient is always given a small dose of heparin during the dialysis procedure. Customer was unable to provide the inratio monitor serial numbers or strip lot number. Customer states that the inratio monitor was not in the correct mode when the finger stick was performed.